Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the e216 scope communication error occurred is cause traced to component failure and for cable unit and plug unit was dirty is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited e216 scope communication error occurred, cable unit and plug unit was dirty. There was no patient involvement.